Manufacturer narrative:
As reported, during the preparation of two 7mm x 4cm powerflex pro extreme percutaneous transluminal angioplasty (pta) balloon catheters there were leakages were seen on the outer area of the device between the balloon and the lumen, and the inflation of the balloons wasn¿t sustainable. Neither balloon entered the patient and there were no reported injuries to the patient. Both leakages were noticed while flushing the balloons before placement on the unknown guidewire. The devices were stored, handled and prepped per the instructions for use (IFU). 2024-06702-1 the device was returned for analysis. A non-sterile ¿powerflex extreme 7x4 80cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing the unit does not present any damages and the balloon arrived deflated. No other outstanding details were noticed. Functional testing was performed. An inflator/deflator device was attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. However, balloon inflation was not possible due a leakage from the distal end of the wire lumen. This suggests there is a crosstalk between the inflation lumen and the wire lumen. Next, the distal and proximal sections of the wire lumen were sealed. The ballon inflated as expected indicating there was no leakage/rupture or any other damages noted on the balloon material. The device was then clamped in the middle to verify if the crosstalk between the wire lumen and the inflation lumen was located on the hub. When the inflation lumen was flushed with water, a leakage from the guidewire lumen port was observed, indicating the cross talk is in the proximal section. The lumens were obstructed on the distal edge of the luer hub, and the leakage continued, this suggests the crosstalk is inside the luer hub. The luer hub was inspected with the vision system. No cracks or external damages were observed. Colored water was injected into the inflation port and the water flowed out via the wire lumen port. The wire lumen was dissected on the luer hub and a full thickness perforation through the wall that separates the two lumens was observed. It appears the damages are not related to an interaction with a sharp object, more likely related to heat exposure. Therefore, it is assumed the device was exposed to a heat that exceeded the material yield temperature strength prior to the melting observed. Sem analysis was not performed as the damages associated crosstalk condition are visible with the magnification obtained with a vision system. A product history record (phr) review of lot 82287827 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage thru outer body¿ for both devices were not confirmed; however, a leakage of water was observed coming from the distal tip¿s guidewire lumen during functional analysis for both returned devices indicating crosstalk between the two lumens. Based on the analysis provided it appears the devices were exposed to a source of heat that exceeded the material yield strength temperature. Several factors are being considered and further investigation is required to find a definitive root cause. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the devices and the events reported as further investigation is warranted. According to the instructions for use, which is not intended as a mitigation of risk, ¿flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. Note: balloon inflation should be performed with the guidewire extended beyond the catheter tip. It is strongly recommended that the guidewire, the balloon catheter, or both, remain across the lesion until the procedure is complete and the dilatation system is to be removed from the vessel. Note: to preserve the folded balloon shape during insertion and catheter manipulation, maintain a vacuum on the inflation lumen. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Carefully advance the catheter through a sheath or guide catheter through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Using fluoroscopy and the radiopaque marker bands, position the catheter at the appropriate location. When an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation. Caution: do not exceed the rated burst pressure. Higher pressures may damage the balloon or catheter or overdistend the selected artery. Warning: inflation at a high rate may damage the balloon.¿ the root cause could not be conclusively determined; however, it appears to be related to the manufacturing process of the product. A risk assessment to address this issue has been initiated.

Event description:
As reported, during the preparation of two 7mm x 4cm powerflex pro extreme percutaneous transluminal angioplasty (pta) balloon catheters there were leakages were seen on the outer area of the device between the balloon and the lumen, and the inflation of the balloons wasn¿t sustainable. Neither balloon entered the patient and there were no reported injuries to the patient. Both leakages were noticed while flushing the balloons before placement on the unknown guidewire. The devices were stored, handled and prepped per the instructions for use (IFU). The devices will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, and h10. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the preparation of two 7mm x 4cm powerflex pro extreme percutaneous transluminal angioplasty (pta) balloon catheters there were leakages were seen on the outer area of the device between the balloon and the lumen, and the inflation of the balloons wasn¿t sustainable. Neither balloon entered the patient and there were no reported injuries to the patient. Both leakages were noticed while flushing the balloons before placement on the unknown guidewire. The devices were stored, handled and prepped per the instructions for use (IFU). The devices will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82287827 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.